Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radical-7 "alarms go off without any sound." Per additional information from the customer, the device was unable to "alarm any time." There was no patient impact or consequence reported.

Event description:
The customer reported the radical-7 "alarms go off without any sound." Per additional information from the customer, the device was unable to "alarm any time." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned radical-7 was evaluated. All alarm conditions on the device were visual, but not audible. A defective component on the instrument board prevented the device from emitting any sound.